Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the device. The customer stated that the internal batteries had been depleted and replaced previously. Verification testing was completed successfully, and the ventilator operated as expected with no functional abnormalities. Based on the available information no evidence of a device failure was confirmed. The fault may have been due to depleted batteries as reported, but without evaluating said batteries, the claim will be closed as no fault found.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the screen on the device went black while being used on a patient. There was no patient harm reported.